Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side ¿small quantity of periprosthetic liquid, physiologic of normal distribution, with some small capsular fold¿, ¿breasts strongly encapsulated grade IV¿, ¿fibrosis in relation with the periprosthetic capsula¿, ¿presence of negative cd 30 lymphoid cellularity." The device was explanted and replaced.

Event description:
Healthcare professional reported left side ¿small quantity of periprosthetic liquid, physiologic of normal distribution, with some small capsular fold¿, ¿breasts strongly encapsulated grade IV¿, ¿fibrosis in relation with the periprosthetic capsula¿, ¿presence of negative cd 30 lymphoid cellularity." The device was explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and seroma